Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during an infusion set change. Customer also indicated that the drive support cap is sticking out. Customer's blood glucose was 450 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to severe moisture damage on the force sensor resistor noted. However, the motor was tested outside of the unit and passed, no unexpected excessive no delivery alarms noted and passed displacement test and rewind test. The insulin pump was received with minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.